Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted breakage of the port tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). This breakage may be wear related and may have been the cause of the leakage. Analysis also noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to this portion of the lap-band system returned. Performance tests indicate no leakage at the access port. The lab was unable tod duplicate or confirm the reported event. There is no other info available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as "rupture catheter at connection chamber-lapband, rupture on the side of the chamber." Follow up: "ruptured catheter linking chamber (port) and lap band."